Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 402 mg/dl at the time of incident and 403 mg/dl at the time of call. Customer was treated with delivered some bolus. Customer had symptoms like diarrhea. Customer also reported that did not allege insulin pump was under delivering. Customer was assisted with performing the high pressure test and the test was passed. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed-inf set.